Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at this time. It was reported that the patient had two rv leads active after implant, but one was programmed off after 6 weeks. No other information available. -gau. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).